Manufacturer narrative:
The investigation of the remaining devices was completed and the issue was confirmed in 1 device; the device had a broken/damaged component. The issue was not confirmed in the second device; no defect was found. The damaged device was repaired in the field and both devices were returned to service.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes cannot be engaged/false engagement of brakes. There was no patient involvement.

Event description:
This report summarizes 5 malfunction events, where it was reported the brakes cannot be engaged/false engagement of brakes. There was no patient involvement.

Manufacturer narrative:
B5 has been updated to indicate 5 devices experienced the reported issue, not 4.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   2 devices were evaluated in the field and the issues were confirmed; 1 device had a broken/damaged component, 1 device had a worn component. The devices were repaired and returned. 2 devices are pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes cannot be engaged/false engagement of brakes. There was no patient involvement.